Manufacturer narrative:
The report of suspected device thrombosis and a specific cause for the reported elevation in the patient¿s lactate dehydrogenase (ldh) level could not be determined. The submitted system controller log files each contained approximately 8 days of data ranging from 04/12/2017 to 04/21/2017 and 05/07/2017 to 05/15/2017. The log files captured elevations in pump power and estimated flow throughout their entire lengths; however, the device operated above the low speed limit for the duration of both log files. Based on our complaint history and similar reported events, elevations in pump power and flow, coupled with elevated ldh levels, could be indicative of potential device thrombus; however, a specific cause for the changes in pump parameters and elevations in ldh could not be conclusively determined without a full evaluation of the device. Device thrombosis, cardiac arrhythmia, right heart failure, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information:it was reported that the patient was not feeling well and returned to the clinic for a routine visit on (B)(6) 2017, complaining of increased shortness of breath, palpitations, and some abdominal pain near what appeared to be a ventral hernia. The patient was admitted to the hospital and lab results showed that the patient had a lactate dehydrogenase (ldh) level of 422 u/l, inr of 3.3, and plasma free hemoglobin level of 0.06. The patient¿s urine analysis was positive for small blood. The patient was taking aspirin, persantine, and coumadin with a target inr goal range of 3.0-3.5 prior to admission. The patient was started on a heparin infusion upon admission. While admitted, it was reported that the patient also had runs of non-sustained ventricular tachycardia and was started on amiodarone. The patient was discharged to home on (B)(6) 2017 with an ldh level of 339 u/l, inr of 2.9 and plasma free hemoglobin level of 0.07. The patient had a transplant evaluation on (B)(6) 2017 and the patient¿s transplant status was changed to 1a. On (B)(6) 2017, it was reported that the patient was seen in clinic for worsening heart failure symptoms. A review of the submitted system controller log files by a representative of the manufacturer¿s technical services team showed some fluctuations in pump power and estimated flow. Subsequent additional information received indicated that the patient¿s cardiac heart failure symptoms resolved and that pump powers returned to normal. No further information was provided.

Manufacturer narrative:
The referenced report of pump exchange on (B)(6) 2016 is covered under medwatch MFR report #2916596-2016-02114. (B)(4). Approximate age of device ¿ 4 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the increased flow values in the 11''s and powers were trending up into the high 8''s were observed at the clinic. The patient did not present heart failure symptoms or hematuria. Patient had a pump exchange due to pump thrombus on (B)(6) 2016. On (B)(6) 2017, the patient¿s lactate dehydrogenase (ldh) was 399 u/l and inr was 3-4. Ramp study was positive for left ventricle not unloading effectively. Lvad speed was adjusted from 9400 to 9600 rpm at end of ramp study. 2 out of 3 indicators on echo study were positive for thrombus, although numbers had trended back to baseline after the initiation of lisinopril 2.5 mg. It was reported that the patient clinically felt fine. Patient was on coumadin and dosage of persantine was increased. Patient will be listed for transplant. No additional information was provided.